Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited repeated screen flickering and black out during a therapeutic laparoscopic radical gastrectomy under general anesthesia. The anesthesia time was prolonged, and the operating surgeon was unable to proceed with the procedure. There were no reports of patient harm. Additional information was requested but no response has been received at the time of report.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: color bar displayed and image noise. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image interruption due to improper connection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.